Event description:
Infant placed on vaportherm unit about 6 hours after birth. At 24 hrs right cheek and nares noted to be red and blistered and oozing yellow fluid. A 2.5cm x 6 to 8mm blister on right cheek and raw red and oozing nasal turbinates with near occlusion of nares by 60 hr. There was no high temp alarm noted.